Manufacturer narrative:
The user's authorized representative (ar) reported that the user was hospitalized on (B)(6) 2025, due to a possible infection at the sensor insertion site. The user experienced redness, swelling, hardness, and pain, prompting an urgent care visit. Emergency services were called, and the user was transported to the hospital for further care. IV antibiotics and multiple IV infusions were administered. The user's hcp stated the source of infection remains under investigation, and device involvement is unknown. The user has not used the system since (B)(6) 2025, per dms review, user was not using the system since (B)(6) 2025 at 11:38 am. User did not want to speak to customer care any further regarding the event.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation. B4. Date of this report 01 nov 2025. G3. Date received by the manufacturer? 01 nov 2025. H6. Type of investigation updated to 3331. H6. Investigation findings updated to 213.

Manufacturer narrative:
The user's authorized representative (ar) reported that the user was hospitalized on (B)(6) 2025, due to a possible infection at the sensor insertion site. The user experienced redness, swelling, hardness, and pain, prompting an urgent care visit. Emergency services were called, and the user was transported to the hospital for further care. IV antibiotics and multiple IV infusions were administered. The user's hcp stated the source of infection remains under investigation, and device involvement is unknown. The user has not used the system since (B)(6) 2025, per dms review.

Event description:
Senseonics was made aware of an incident where user's authorized representative (ar) reported that the user was hospitalized on (B)(6) 2025, due to a possible infection at the sensor insertion site. The user experienced redness, swelling, hardness, and pain, prompting an urgent care visit. Emergency services were called, and the user was transported to the hospital for further care. IV antibiotics and multiple IV infusions were administered. The user's hcp stated the source of infection remains under investigation, and device involvement is unknown. The user has not used the system since (B)(6) 2025, per dms review.